Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial (ra) lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.